Event description:
It was reported the ultrasonic bronchovideoscope had an air leak in the instrument channel, and the needle sheath got caught in the instrument channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection and confirmed the event of needle sheath getting caught. Based on the results of the investigation, a definitive root cause could not be established for the reported event. Olympus will continue to monitor field performance for this device.